Event description:
On 3/31/1998, the facility's crt informed the manufacturer's sales representative that they wanted to return two of devices for analysis due to difficulties (cuffs difficult to remove from the tissue) encountered during routine removal (treatment completed) of the devices. The customer would like to know if there has been any change in the device catheter cuff. The request for return of the devices came about due to a previous inquiry. On 3/25/1998, the facility's crt inquired as to whether there had been any changes in the device cuffs. She stated that during routine removal of the devices in the past (approx.) 2 months, they encountered some difficulties during removal. No further details were provided at this time.